Manufacturer narrative:
Sunrise medical has made several attempts to gather more information about the incident and the end user's condition. (B)(4), the dealer, did not have any details about the incident since it was reported to him by the end user's attorney and was given very limited information. Sunrise medical also attempted to follow up with the dealer to request that he speak with the attorney to retrieve more information. On one occasion (B)(4) did respond and offered to provide sunrise medical with the attorney's contact information. His offer was accepted, however, (B)(4) has not provided the attorney's contact information despite several attempts to reach out to him. Although we have very limited information to come to a proper determination for filing this incident as an adverse event with the FDA, out of an abundance of caution, sunrise medical has decided to file this MDR. If and when any new relevant information is provided, a supplemental report will be submitted. No further investigation will be performed by sunrise medical at this time.

Event description:
On (B)(4) 2018 dealer (B)(4) reported that this chair was involved in a car accident and the end user was thrown from the chair 50 ft. The dealer stated upon receiving additional information about any injuries sustained by the end user he will provide that to sunrise medical.